Event description:
It was observed that during the device evaluation, the flex video scope exhibited forceps elevator has a burn, and adhesive around light guide (lg) lens is peeled, and adhesive on bending section cover (a-rubber) has white-clouded area. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that high-energy endo therapy accessories were used without ensuring sufficient distance from the distal end. The event can be detected/prevented by following the instructions for use which state: instruction for use (IFU) 3.3 inspection of the endoscope instruction for use (IFU) 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.